Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; the returned anchor c screwdriver was confirmed to have its tip fractured upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. The plausible root cause of the failure can be "surgeon attempts to insert screw into guide at extreme angle", or "misalignment"

Event description:
It was reported that; the ring on the screw came off while being inserted. A portion of the screwdriver tip broke off. All parts were recovered.

Event description:
It was reported that; the ring on the screw came off while being inserted. A portion of the screwdriver tip broke off. All parts were recovered.